Event description:
It was reported that during the implant procedure, the patient's implantable cardioverter defibrillator (ICD) had post-paced t-wave oversensing. Post-procedure, the ICD was successfully reprogrammed. The patient was stable throughout procedure.